Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet to change supplies and a dexcom g7 sensor, then experienced extended cgm signal loss after warmup, which prevented the ilet from receiving glucose data and dosing appropriately; during this period the user ate while off the system and did not have a glucometer available for bg run mode. Symptoms included hyperglycemia, with the ilet displaying high and a subsequent reading of 332 mg/dl when the sensor reconnected. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.